Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma-late.

Event description:
Patient reported "pain, tiredness, when you touch the implants you feel like a crumpled bag. A lymph node is swollen and leaking fluid. Suspected rupture". This record is for right side. Device remains implanted.